Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h1, h6.

Event description:
Previous medwatch submission noted right side capsular contracture baker grade iii. Upon further information, allergan has determined that the event of capsular contracture did not occur.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Previous emdr record was un-reported the record in error.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date august 2025 for the report of the capsular contracture occurring "1 year post-op". A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.